Event description:
Customer reported being hospitalized due to low bg. When customer was driving customer had an insulin reaction and as a result customer got into a car accident. Programming on pump was checked and accurate. Customer did not have pump at the time to troubleshoot, as it is at the hospital still and customer just came home from the ER. A replacement pump will be sent.